Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on printed circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on printed circuit board (cp board), the endoscopic image could not be displayed, and due to damage on printed circuit board (dp board), the endoscopic image could not be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor exhibited no image. The issue was found during an unknown procedure. There were no reports of patient harm.